Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000270863 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm) seal body had protruded from the sheath of the delivery device after mounting it correctly. It is not deployed. They heard that steps 1, 2, and 3. It's possible that you have a bad fit. They gave up using it and used another hsk-3043. There is no delay in procedures. No effect on patient.